Manufacturer narrative:
The system was revised and the rv lead surgically abandoned and replaced. This lead will not be returned for analysis. No procedural adverse effects reported. In absence of a returned product, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system had been hospitalized, when a ventricular tachycardia (vt) occurred. The rhythm accelerated into ventricular fibrillation (vf), post atp delivery. Five device shocks were delivered however, all were unsuccessful at rate conversion. After the fifth shock, an error message occurred with fault code indicator of 1005. The patient was shocked externally which resulted in conversion of vf and data then sent for a technical services review and product recommendation. It was additionally reported that system shock impedance had slowly been increasing prior to shock therapy and now was measuring around 125-130 ohms. The patient remained hospitalized pending a system revision. During the subsequent revision, the rv lead was surgically abandoned and replaced with no reported obvious signs of damage. The associated device was replaced due to less than 50 percent remaining longevity and is intended to be returned for analysis. No resulting adverse effects reported post revision.